Event description:
I had a (B)(4) total hip replacement in (B)(6) 2009. I experienced popping noises after surgery, strange feeling in hip. Chronic groin pain, hip and buttock pain long after replacement, and then realized about a year and a half later, that there was a large lump on the outside of my hip, under the skin. It was only visible when I would lie down on the opposite side. The doctor who did the original replacement, removed that mass on (B)(6) 2010. On (B)(6) 2010, he did a hip revision on that hip and wrote in his medical report "mechanical failure" and "mechanical loosening" and "lack of complete ingrowth acetabular component" and there was another mass inside. I continued to have chronic pain. I can describe it as a kind of suction/popping feeling, not moving around right in the hip area. The pain was still in the groin area and outside hip. It felt very unstable. I advised the doctor that it felt like I needed a new hip, and my husband and I discussed what we should do when, not if, it pops out of the hip. After the doctor cleared me from any hip precautions, I still waited awhile, because I was scared. It did not feel right and was painful. A few months later, after that revision, the hip did dislocate on (B)(6) 2010, and I laid on the road for about 15 mins before someone found me. The ER doctor advises that I will need another replacement immediately, and that the hip is still unstable. The rep for the (B)(4) product wishes to be there for that surgery.